Manufacturer narrative:
This serious adverse event was discovered during a literature review on 06/01/2018. In a follow-up conversation, the physician stated he "...pushed the endoscope into the esophageal wall thinking [the endoscope] was passing through the hiatus. I was not visualizing the image at the time". The physician did not allege a device malfunction caused or contributed to the adverse event.

Event description:
An esophageal perforation occurred during the introduction of the esophyx device. The perforation was treated with endoclips and the procedure was uneventfully aborted. The patient was hospitalized and a nissen fundoplication was performed the day after. The patient was discharged two days later without further complication.